Event description:
A trilogy ev300 ventilator was report to have alarmed for maintenance required customer states during setup the unit alarms vent service required on screen. There was no patient involvement, and no harm or injury reported. During unit setup, "ventilator service required" error populated the screen and the unit was described as not usable. This occurred every time the customer turned on the device. The field service engineer (fse) found the device with a ventilator service required error on the screen during device evaluation indicating oxygen (o2) flow communication ceased and the sensor is reporting the same value for which the oxygen blending module was replaced. Additionally, the o2 proportional valve that controls the flow of oxygen to the blower inlet was mechanically stuck open or closed for which the oxygen blending module was replaced. The internal battery could not be detected due to the system printed circuit board assembly (pca) failure for which the system pca was replaced. Additional findings not related to the malfunction/issue: non-critical error codes noted to have occurred required replacement of the internal battery and the display pca. The fse complete the required repair of the ventilator. The device passed final testing and was confirmed to be operating properly.